Event description:
It was reported that a solution set experienced a no flow. The reporter stated that the set was very stiff, making it difficult to move the wheel of the roller clamp. The reporter also stated that when the roller clamp was moved, the stiffness of the set also caused it to become crimped and flow could only be restored by manipulating the set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.